Event description:
Pt underwent porcine graft implant during unk open surgical implant procedure. Wound vac therapy was initiated. On (B)(6) 2010, during wound vac therapy dressing change, the graft was noted to be failing apart/pieces coming off of graft area and disintegrating. The pt was taken to the operating room for a wound exploration procedure. The area where the wound vac was applied has an emollient based dressing applied and the vac suction was set on low suction approx 75 mmhg.

Manufacturer narrative:
We have contacted the initial rptr to request additional info. Available info indicates no device will be returned. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.